Manufacturer narrative:
Philips has investigated this complaint. The philips engineer contacted the customer remotely and found that the system would not boot properly. The philips field service engineer (fse) went onsite to check the reported issue but was unable to duplicate the issue. The fse didn't find any issue with the system as it was working normally. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot properly. There was no reported patient or user harm.